Event description:
I went in (B)(6)2010 for a partial hysterectomy because of a prolapsed uterus/cervix. My doctor had told me that my vaginal walls were weak and that he would have to use surgical mesh to sling up my bladder and vaginal muscles. I went in for a check up 4 weeks after surgery, and he had noticed that the mesh had come separated and I needed a repair. I am having my repair done tomorrow (B)(6)2010 in which he said will be an out pt surgery and he will be repairing the damage with more surgical mesh. I do not have the product info, all I know is that it was used on (B)(6)2010 at my hospital that I had the surgery in...